Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis was not able to be performed. No photographs, videos and case imagery was provided for review. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other related complaints. The lot history review was also conducted by checking for complaints against valve serial numbers listed in the work order. No other related complaints associated with the serial numbers were identified. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the complaint was not able to be confirmed. Due to the unavailability of the device, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of DHR, lot history, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. As stated in the complaint description, after thv deployment, CPR was performed on the patient. CPR maneuvers may have affected thv performance in the following manners: the CPR maneuvers may have caused the overall valve frame profile to be altered. An altered valve profile may impact leaflet ability to co-apt and lead to valve regurgitation. The CPR maneuvers may have caused the guidewire (crossed through the thv leaflets during CPR) to damage the thv leaflets or restrict their mobility. Restricted/damaged leaflet(s) may impact leaflet ability to co-apt and lead to valve regurgitation. Although a definite root cause was not able to be determined, the available information suggests procedural factors (implanted valve damaged by CPR maneuvers) may have contributed to the post procedural central regurgitation and subsequent placement of a second sapien 3 valve on pod9. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during the initial tavr procedure, post deployment of a 29mm sapien 3 valve in the aortic position, the patient did not hemodynamically recover from the rapid pacing. CPR was performed, and the patient was placed on ECMO while the wire was still across the valve for an extended period of time. On postoperative day 9, moderate central regurgitation / aortic insufficiency (ai) was noted. A second 29mm sapien 3 valve was implanted in the initial sapien 3 valve with good results. At the time of the report, the patient was still in the hospital but had been weaned off ECMO. Both valves remain implanted in the patient.